Event description:
The dr was unable to advance the sheathless iab into the pt left femoral artery. The iab was removed and another was inserted with a sheath into the pt left femoral artery. On 5/9/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 4/22/97. Pt current status: unk - rpt'd 4/22/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.